Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed on(B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic region pain") in a 48-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since 1998, asthma, abdominal pain lower, ureterolithiasis, hematuria, cystoscopy, ureteroscopy, laser lithotripsy, ureteric calculus removal and stent placement. On (B)(6)2004, the patient had essure (ess205) inserted. In january 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In 2010, the patient experienced raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's syndrome"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and arthritis ("autoimmune disorder type of disorder: arthritis"). In november 2011, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"). In january 2012, the patient experienced hypersensitivity ("allergies or hypersensitivity reaction - type:"). In 2012, the patient experienced rosacea ("rashes or skin conditions type: rosacea"), skin discolouration ("rashes or skin conditions type: darkening of skin in groin area"), rash ("rashes or skin conditions type: groin rash") and chest pain ("unexplained chest pain"). In august 2012, the patient experienced fatigue ("fatigue"). In september 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature menopause ("hormonal changes describe: menopause early") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 9 years 9 months after insertion of essure (ess205). On (B)(6)2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), allergy to metals ("nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel issues"), gluten sensitivity ("gastrointestinal or digestive system condition type: gluten sensitivity") and vitamin d deficiency ("other injury(ies) or complication please describe: vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with bifidobacterium bifidum;bifidobacterium lactis;bifidobacterium longum;lactobacillus acidophilus;lactobacillus rhamnosus (probiotic), levosalbutamol hydrochloride (xopenex), levothyroxine sodium (synthroid), meloxicam, salbutamol sulfate (albuterol), sertraline, vitamin d nos (vitamin d) and surgery (hysterectomy with bilateral salpingo-oopherectomy on (B)(6)2016). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage and rash had resolved, the premature menopause, urinary tract infection, anxiety, depression, raynaud's phenomenon, fibromyalgia, arthritis, migraine, headache, chest pain, feeling abnormal, allergy to metals, dysmenorrhoea, fatigue, weight increased, abdominal distension, gastrointestinal disorder, gluten sensitivity, vitamin d deficiency, hypersensitivity, diarrhoea and gastrointestinal pain outcome was unknown and the menorrhagia, rosacea and skin discolouration was resolving. The reporter considered abdominal distension, allergy to metals, anxiety, arthritis, chest pain, depression, diarrhoea, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, gastrointestinal pain, gluten sensitivity, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, premature menopause, rash, raynaud's phenomenon, rosacea, skin discolouration, urinary tract infection, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as (B)(6)2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr were received: events: premature menopause, vaginal hemorrhage, menorrhagia, urinary tract infection, anxiety, depression, raynaud's syndrome, fibromyalgia, arthritis, rosacea, darkening of skin, groin rash, migraines, headaches, chest pain, brain fog, nickel allergy, dysmenorrhea, fatigue, weight gain, gastrointestinal pain, diarrhea, bloating, bowel issues, vitamin d deficiency, gluten sensitivity were added. Event onset date and outcome were updated. Reporters were added. Insertion date was updated. Concomitant drugs and conditions were added. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic region pain') and genital haemorrhage ('unexplained bleeding') in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since 1998, asthma, cramp in lower abdomen, ureterolithiasis, hematuria, cystoscopy, ureteroscopy, laser lithotripsy, ureteric calculus removal and stent placement. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In 2010, the patient experienced raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's syndrome"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and autoimmune arthritis ("autoimmune disorder type of disorder: arthritis"). In (B)(6) 2011, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergies or hypersensitivity reaction - type:"). In 2012, the patient experienced rosacea ("rashes or skin conditions type: rosacea"), skin discolouration ("rashes or skin conditions type: darkening of skin in groin area"), rash ("rashes or skin conditions type: groin rash") and chest pain ("unexplained chest pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature menopause ("hormonal changes describe: menopause early") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 9 years 9 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("neurological conditions or problems type: brain fog"), allergy to metals ("nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel issues"), gluten sensitivity ("gastrointestinal or digestive system condition type: gluten sensitivity") and vitamin d deficiency ("other injury(ies) or complication please describe: vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with bifidobacterium bifidum;bifidobacterium lactis;bifidobacterium longum;lactobacillus acidophilus;lactobacillus rhamnosus (probiotic), levosalbutamol hydrochloride (xopenex), levothyroxine sodium (synthroid), meloxicam, salbutamol sulfate (albuterol), sertraline, vitamin d nos (vitamin d) and surgery (hysterectomy with bilateral salpingo-"oophorectomy" on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and rash had resolved, the genital haemorrhage, premature menopause, urinary tract infection, anxiety, depression, raynaud's phenomenon, fibromyalgia, autoimmune arthritis, migraine, headache, chest pain, feeling abnormal, allergy to metals, dysmenorrhoea, fatigue, weight increased, abdominal distension, gastrointestinal disorder, gluten sensitivity, vitamin d deficiency, hypersensitivity, diarrhoea and gastrointestinal pain outcome was unknown and the menorrhagia, rosacea and skin discolouration was resolving. The reporter considered abdominal distension, allergy to metals, anxiety, autoimmune arthritis, chest pain, depression, diarrhoea, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, gluten sensitivity, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, premature menopause, rash, raynaud's phenomenon, rosacea, skin discolouration, urinary tract infection, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received: event unexplained bleeding was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.